Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: date estimated . The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional three proglide devices referenced are filed under separate medwatch reports. Attachment: user facility medwatch # (B)(4).

Event description:
User facility medwatch # (B)(4) received that states: "there was a misfire of four proglide devices. Another device was opened and used." No additional information was provided.